Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A nanocross pta balloon was being used for treatment of the superficial femoral artery (peripheral artery(s)). The IFU was followed. An unknown inflation device was used with 50/50 contrast inflation fluid. It was reported the balloon did not initially inflate properly. No damage was noted to the balloon catheter. The balloon was not deflating with the insufflation device. An empty syringe was attempted to be used to pull negative pressure, but it was unsuccessful. An attempt was then made to intentionally puncture the balloon with the back end of a non medtronic wire. After that failed, the physician cut the hub of the balloon to try and drain the fluid and allow the balloon to deflate. Finally after 45 minutes of trying to deflate the balloon, they were able to puncture it using a non medtronic catheter. The device was safely removed from the patient. The procedure was aborted. No further patient injury reported for this event

Manufacturer narrative:
Product analysis: the device was received with the hub/luer detached from the catheter, and with the balloon in a post-inflated state. Under a microscope, crimping marks were noted on the proximal balloon bond medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.